Manufacturer narrative:
Generator manually started; system rebooted successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a fluoroscopy error occurred due to the generator not starting automatically on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.